Manufacturer narrative:
H4: the device was manufactured between (B)(6) 2020 and (B)(6) 2020 h10: the device was received for evaluation. The bag was received with the fill port tubing cut where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed at the administrator port bonding between the spike port tube and the spike port. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of the condition was due to inadequate or lack of cyclohexanone applied to the spike port tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: this event occurred during an unspecified date of (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified during set up and preparation. There was no patient involvement. No additional information is available.